Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was evaluated following the reported event of the centrimag console displaying a s3 alarm and being unable to read flow. There were no photos or log files submitted for review. The centrimag motor, serial (B)(6), was not returned for analysis. The provided information indicated that the console had a persistent s3 alarm and was unable to read flows. It displayed (- - lpm) on the console. The flow probe was exchanged but the console but was still unable to read flows. The s3 alarm was unable to be resolved. The backup console was switched to without issues. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. The reported event was not correlated to an issue with the centrimag motor. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual section 8.3 ¿recommended preventive maintenance¿) instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. The 2nd generation centrimag system operating manual section 9.2 "maintenance following each patient use" states to clean the exterior of the console with bactericidal solution by spraying the solution on a cloth and wiping off the unit after disconnecting from ac power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the console with persistent s3 alarm and unable to read flows (- - lpm). The flow probe was exchanged but the console but was still unable to read flows. The s3 alarm was unable to be resolved. The backup console was switched with no issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console displaying a s3 alarm was confirmed via the downloaded log file; however, it was not reproduced. Data from the reported event date of 03dec2025 in the returned centrimag console log file was reviewed. At 11:56:21, the ¿system alert: s3" alarm activated following can bus send error sub and sf_flow_other faults. There were no other notable alarms active in the log file. The returned centrimag motor, serial (B)(6), was evaluated at the service depot. The motor was connected to a test console and powered on. It was left running for several hours. The entire length of the cable was flexed. No alarms were noted during this time and the motor functioned as intended. The motor was functionally tested and passed without issues. The unit was returned to the rental pool. The provided information indicated that the s3 alarm was unable to be resolved. The backup console was switched to without issues. A root cause for the reported s3 alarm was unable to be conclusively determined. The device history records were reviewed for the centrimag motor (serial #: (B)(6)) and the console was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 ¿ "appendix I ¿ primary console alarms and alerts" cover all alarms (auditory and visual), including system alarms, and the appropriate actions to take if the issue does not resolve. The 2nd generation centrimag system operating manual (section 8.3 ¿recommended preventive maintenance¿) instructs users to regularly inspect the console for signs of damage and to return the console back to thoratec for servicing if any damage is observed. The 2nd generation centrimag system operating manual section 9.2 "maintenance following each patient use" states to clean the exterior of the console with bactericidal solution by spraying the solution on a cloth and wiping off the unit after disconnecting from ac power. No further information was provided. The manufacturer is closing the file on this event.